Manufacturer narrative:
It was reported that on (B)(6) 2026, the "customer was using the rollator to walk towards her window," and "as she turned back from near the window, the rollator locked and caused her to stumble and fall." The customer reported that "she hurt her back during the fall," and "the tv which was next to the window also fell on top of her." The customer reported "trouble breathing" and "going unconscious." The customer stated that she "called lifeline alert," and lifeline "had to call an ambulance to help her" because "she got trapped by the rollator and the tv and couldn't get up." The customer reported that the "ambulance came and paramedics helped the patient." The customer reported that she is "not doing so well" and "is still in pain." It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026, the "customer was using the rollator to walk towards her window," and "as she turned back from near the window, the rollator locked and caused her to stumble and fall."